Event description:
During a follow-up in clinic, high defibrillation impedance was noted on the right ventricular lead. The lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: as received, only the distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed no anomalies with the exception of damages consistent with those occurring at the time of procedure. The reported event of high defibrillation impedance was not confirmed.